Event description:
The 3.5mm balloon was inflated at 10atms, however, it seemed to be inflated to 3.75 mm or over. Although no patient injury occurred, this has the potential to cause harm to the patient